Event description:
During insertion of the 5mm disposable surgical trocar the protective sleeve would not retract. Several attempts were made to retract the sleeve. The sleeve delayed, it finally retracted causing a small nick to a artery on the sigmoid colondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, failure to cycle. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.